Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. The instructions for use states ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: nothing beyond study data.

Event description:
The user facility reported a 73-year-old male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient was place in the stemi dtu protocol. The patient was supported with cp for 21 hours before being escalated to the 5.5 pump. Months after the completed support the team noted in the case report form (crf) while on impella cp support that there was ventricular tachycardia (vt) that was treated and attributed as a possible relation to the use of impella, and the team performed cardioversion at 200jules to treat.